Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "the surgeon is to be thoroughly familiar with the implants and instruments, prior to performing surgery." Review of manufacturing records found no evidence of product nonconformance and device likely left the manufacturer conforming to print. Examination of the bearing reveals all four cutouts on the bearing were damaged on the counterclockwise side. It is likely that impaction was attempted while the tray and bearing were not properly aligned, resulting in the noted damage. Dimensional evaluation of the tab windows cannot be performed due to the nature of the damage. Surgical technique was indicated to be correct; therefore, a root cause cannot be determined with the available information.

Event description:
It was reported that during a left shoulder arthroplasty the humeral bearing would not assemble with humeral tray. No patient injury or delay in the procedure occurred as a result of the event.